Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level displayed as "high." A correction injection was administered via multiple daily injections (mdi) to address the high bg level. Reportedly, the customer reverted to an alternate method insulin therapy.